Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastric bypass, on stomach pouch, a leak was discovered during leak test. Over sew the leak using suture to complete the procedure.